Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned.although the the device was returned with link detached and not a suture detachment as reported, a link detachment can appear similar to a suture detachment, thus the reported event is confirmed. Based on functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported suture detachment and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with a proglide device, a suture break occurred. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved using the successfully pre-placed sutures of the second and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.